Event description:
It was reported the patient (B)(6) is experiencing ineffective stimulation from the right sub occipital lead (off-label indication). A diagnostic test reveals impedance issues for several lead contacts. A decision has not been reached regarding the next course of action.

Manufacturer narrative:
Sjm has limited information to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.